Event description:
It was reported the patient's ipg site is uncomfortably tender and he bumps the ipg due to the location of the ipg pocket. Follow up revealed the physician checked the patient's ipg site. The patient reported the site is still sore but improving. The physician feels the patient's issue will be resolved given more time to heal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.